Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600 pro synchron chemistry analyzer generated false sodium (na) results for fifty (50) to sixty (60) patient samples. The results were not reported out of the laboratory. The issue started with multiple samples recovering about 130 mmol/l, at which time the customer recalibrated and reran samples. This time, na recovery was high. The customer provided printouts of high na results from thirteen (13) samples. The customer is only questioning the na results. Patient treatment was not impacted as a result of this event.

Manufacturer narrative:
Quality control (qc) prior to the event was within laboratory established ranges (near the mean), but qc earlier in the day had been 4 mmol/l lower than the mean. The customer had mentioned low patient recovery earlier in the day, but all the printouts provided were of high recovery. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found a bubble on the face of the na electrode. The fse removed the bubble from the electrode and decontaminated the ionized selective electrode (ise) system. Failure mode is unknown. Although the fse noted and removed a bubble from the face of the electrode, a contaminated system could also have caused the na drift symptom.